Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Damage is on lcd screen and having missing segments/partial display. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with missing segments/partial display due to cracked and bleeding on lcd glass. Insulin pump was received with cracked select button keypad overlay.